Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during therapy. The patient stated there was an unused supply line clamp open. (B)(4) explained the error indicated a large amount of air had entered into the disposable set and had the patient cycle power to the "press go to start" prompt. The patient elected to start over with new supplies. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 2/5 was not confirmed; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on unused supply line. Home patient (hp) stated that there was an unused supply line clamp was open. A batch review will not be conducted. This review finds the labeling adequate for the use error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).